Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported that the string separated from the tampon during removal, leaving the tampon inside her body. The consumer sought medical assistance for removal of the tampon. No consequences reported.